Event description:
It was reported that patient received inappropriate shocks for sinus tach. Atrial far field sensing was noted. No issues were reported with the right ventricular lead. The system is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that patient received inappropriate shocks for sinus tach. Atrial far field sensing was noted. No issues were reported with the right ventricular lead. The system is still in use. No patient complications were reported as a result of this event. It was later reported that the patient's device was explanted because it had reached its elective replacement interval (eri). A new device was implanted. The atrial lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient received inappropriate shocks for sinus tach. Atrial far field sensing was noted. No issues were reported with the right ventricular lead. The system is still in use. It was later reported that the patient's device was explanted because it had reached its elective replacement indicator. A new device was implanted. The atrial lead is still in use. There were no patient complications reported as a result of this event.